Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that he was having low blood glucose events.. Customer¿s blood glucose was in the 50 mg/dl at the time of incident customer reported that he has been changing the basal rate settings that could have led to low blood glucose reading. No form of treatment was reported and customer declined low blood glucose troubleshooting. Insulin pump is not expected to return for analysis.